Manufacturer narrative:
Concomitant: model: d154awg, bi-v ICD; implanted: 2010-(B)(6).

Event description:
It was reported that the patients right ventricular (rv) lead exhibited high impedance levels on both rv and svc coils. A possible fracture is suspected. The rv coil and the pace/sense portion of the rv lead has been capped, while the svc coil of the lead remains in use with the new high-voltage system. A new single coil, pace/sense lead has been implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.